Event description:
The site reported that a bilaterally implanted patient had a light adjustable lens (lal sn (B)(6)) explanted from her right eye (od) due to being dissatisfied with the outcome. Reference MDR 3012712027-2023-00065 for the report on the left eye (os).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The site reported that a bilaterally implanted patient had a light adjustable lens (lal sn (B)(6)) explanted from her right eye (od) due to being dissatisfied with the outcome. This patient had prior lasik surgery and an abnormal cornea that was difficult to refract. In the end, the surgeon and the patient opted to explant the lens. Manufacturer reference #: (B)(4).